Event description:
On (B)(6), 2012, a pt was implanted with a gore-tex stretch vascular graft (tapered) in an av access application in the left arm from the cubital artery to the basilic vein. It was reported to gore that on (B)(6), 2012, the pt presented with an occlusion. On (B)(6), 2012 a thrombectomy was performed. Dialysis was administered through a catheter implanted in the left jugular vein.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. The device remained implanted; consequently, a direct product analysis was not possible. W/o add'l info it is impossible to further investigate this event.